Event description:
It was reported that a vns pt experienced an increase in seizures due to unknown reason. Further info from the pt revealed that using the magnet during a seizure did not abort the seizure. However, the pt does perceived magnet stimulation along with pain on her left side of the neck after a magnet swipe. Additional info received from a company rep present at a follow up visit indicated the painful stimulation started about two months ago after pt trauma. System and normal diagnostics performed on (B) (6)2010 were within normal limits and the last setting changes were about a year ago. At the moment the pre-vns baseline and the cause of the increase in seizures is unknown at the moment. Good faith attempts to obtain additional info have been unsuccessful to date.